Event description:
Covidien received info that the npb40 pulse oximeter display was missing segments in the pulse rate window. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4).